Event description:
The orsiro drug-eluting stent system was selected to treat a dissection in the rca by direct stenting. After deploying the stent an ivus was done and due to artifacts in the ivus images it was thought that the stent was not seen well. Eventually the dislodged stent was found on the operating table.

Manufacturer narrative:
FDA medwatch report mw5092215. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that balloon is not well folded anymore and shows signs of inflation. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent was returned separately in a plastic beaker and is severely deformed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.